Manufacturer narrative:
The cobas c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays for qc material and patient samples from the cobas c 303 analytical unit. One example was provided. The initial phosphate (inorganic) ver.2 result was 2.0 mg/dl, and the repeat result using a cobas c701 analyzer was 1.0 mg/dl. The repeat result was believed to be correct.